Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: product ID: 6935m55, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) with complaints of headache and fatigue. The patient became hypotensive and was found to be septic. Cultures were obtained from the pocket grew out methicillin-resistant staphylococcus aureus (mrsa). The patient was placed on antibiotics and the implantable cardioverter defibrillator (ICD) and leads were explanted. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.